Manufacturer narrative:
The procedure was performed with an evac wand, catalog no. Eic5872-01, and a coblator ii controller, catalog no. Ec8000-01. Medwatch report 2951580-2007-00044 contains the report for catalog no. Ec8000-01 and 2951580-2007-00045 contains the report for catalog no. Eic5872-01 lot number (unknown). The device was returned for evaluation. A visual examination and functional testing of the device was performed. The device met all visual inspection criteria. The functional test of the wand confirmed the wand activated properly in saline and suction line was found to function. The device was found to be returned in a functional condition.

Event description:
In 2007, a clinical incident involving a evac 70 xtra plasma wand was reported to arthrocare corporation. During a tonsillectomy and adenoidectomy procedure, the patient sustained a u-shaped lesion (white in color) to patient's lip and mouth. The severity and size of lesion was not recorded and cannot be confirmed. The lesion was treated with topical cream. The lesion sustained on four months earlier is completely healed.